Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided:(customer provided reference ranges: sodium 135-145 mmol/l)(B)(6)2024 ((B)(6)) sodium initial result was 106 mmol/l, repeat result was 145 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference ranges: sodium 135-145 mmol/l) 19jan2024 ((B)(6)) sodium initial result was 106 mmol/l, repeat result was 145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module, performed extensive troubleshooting, and determined the tubing, ict aspiration (rohs) and cable, ict to ict pre amp were the likely causes of the discrepant results. The parts were worn and the fsr replaced them. The part replacement resolved the issue. No additional discrepant/ erratic results have been reported since the service activity occurred. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number c1600664 was identified. Update information in section d10 - concomitant product all available patient information was included. Additional patient details are not available.